Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab observed a hole in the pebax. Initially it was reported that there was blood leakage. During the procedure, the tip of the catheter was found bloody. A second catheter was used to complete the procedure. There was no patient consequence reported. The event was assessed as not MDR reportable. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2021 there was a hole in the pebax with reddish material inside observed. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2021.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-sep-2021. The investigation was completed on (B)(6) 2021. An analysis was performed on the picture that was provided by the customer. According to the picture provided by the customer, foreign material was observed inside the pebax. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and irrigation evaluation of the returned device. Visual analysis of the returned sample revealed a hole on the pebax and reddish material inside of the tip of the smart touch unidirectional. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).